Event description:
It is reported that upon opening, the powder package was deemed not sterile due to how packaging ripped.

Manufacturer narrative:
This bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. This report will be amended when our investigation is complete.